Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: you said the "clip came out but did not perform proper closure." Was the clip fired but did not close all the way (clip had a gap)? Yes, didn¿t made the right closure, closed only a little. It wasn¿t complete. Or was clip malformed? No, it wasn¿t completely closed . If no clip gap and clip not malformed, please describe specific issue that occurred with the clip the clip did not close properly was somewhat open but there were no adverse events, another device was used and worked properly and closed the clip.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The following information was requested, but unavailable: you said the "clip came out but did not perform proper closure." Was the clip fired but did not close all the way (clip had a gap)? Or was clip malformed? If no clip gap and clip not malformed, please describe specific issue that occurred with the clip.

Event description:
It was reported that during a cholecystectomy procedure, clips come out but not perform in proper closure. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # n92j4a the analysis results found that the er320 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be no damage. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the instrument was cycled and it fed and it ejected 14 clips; finally, the device locked out as intended. The instrument was disassembled in order to evaluate the condition of the internal components and the handle post were noted to be broken. However, it is known from the history of the device that this condition may lead to ejected clip. No conclusion could be reached as to what may have caused the damage found. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.